Event description:
It was reported that a cgm error 42 occurred. There was no reported adverse impact to the customer's blood glucose level reported. The customer contacted technical support, who provided information on how to reset the pump. After following the steps, the pump no longer displayed the error, allowing the customer to successfully start their sensor session.